Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97754, serial# (B)(4), product type: recharger.

Event description:
The healthcare professional reported the patient received a new recharger due to it being lost/stolen. It was stated the patient was reporting the recharger was ¿not working the way it should.¿ no symptoms reported. The patient was implanted for chronic low back pain. Additional information received from the healthcare professional (hcp) and manufacturer representative (rep) indicated that the hcp spoke with the rep and the rep said that the issue was most likely not with the recharger but rather with the patient's implantable neurostimulator (ins) based off the implant date ((B)(6) 2007). The patient had an upcoming appointment on (B)(6). Additional information received from the manufacturer representative reported that the patient was seen at their healthcare provider (hcp) office. The manufacturer representative stated that the recharger was functioning, but the patient¿s implantable neurostimulator (ins) had reached an end of service (eos) battery status. Troubleshooting was performed at the appointment, but they were unable to interrogate the ins. It was noted that the ins and system had but working well until it just shut off. The patient was scheduled for a replacement surgery on (B)(6) 2017.